Manufacturer narrative:
(B)(4). Baxter received the set without cap on the uv spike connector. Visual inspection didn¿t reveal any abnormalities. Clear passage test and clamp function test had no issues noted. Uv spike outside diameter measurement was within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a gap was observed between the spike root of the transfer set and the spike port of the uv twin bag after the components were connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.